Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 1. 125 mg/dl (aviva) and 309 mg/dl (advantage) 2. 109 mg/dl (aviva) and 289 mg/dl (advantage) sets of readings took place on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the advantage meter. Reference medwatch with (B)(6) for the aviva meter.